Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, before lead insertion, it was noted that the right atrial (ra) lead helix was partially extended. The lead was retracted, but took more turns than expected. It was noted that the right ventricular (rv) lead helix was also extended. The lead was retracted. Both leads were implanted and remain in use. No patient complications have been reported as a result of this event.